Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the device seem to help their problem. The cause of the por was that the device was not working and that they could not tell when it quit or stopped. Patient was asked if patient programmer issue was resolved and they stated that it will be replaced by kc urology. No further complications were reported.

Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient was going to use his patient programmer (pp) and noticed it wasn¿t working correctly, so he went to change the batteries and saw a screen he had never seen before. Patient confirmed it was a power on reset screen. Patient mentioned the healthcare provider (hcp) checked his device about 6-8 months ago and thought it may not be working at that time. Patient indicated his urological problems had gotten worse and he had other symptoms too but did not elaborate. Patient also reported he went through battery change 5 years ago and his hcp at that time laid him on a table and did not give patient anything to put him out or any anesthetic and patient said ¿ that could kill him¿. There were no further complications that have been reported as a result of this event.